Event description:
System was explanted due to pocket pain. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found fragmented. An extraction aid was found in the lead body. Several cuts into the insulation were found, which most likely resulted from the extraction procedure. The inspection revealed that the insulation was, apart from the present cuts, free of breaches. Further analysis of the returned fragmented lead did not reveal any irregularity that might have contributed to the reported clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.